Manufacturer narrative:
The reported event was confirmed, since the device was returned and matches the alleged failure mode. The device inspection revealed the following: a visual inspection of the screwdriver reveals an abrupt ductile fraction extending diagonally across the entire diameter of the trox driver head, accompanied by twisting deformation of the remaining flutes of the torx head. Additionally, circular striations are present along the shaft of the instrument. A functional inspection was neither deemed necessary nor possible, as missing parts and visual damage of the instrument render it non-functional. The investigation determined that the root cause was a user-related issue. The event resulted from excessive torsional force applied to the screwdriver. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
The driver tip broke when the surgeon used it to impact and seat the glenosphere onto the baseplate.

Event description:
The driver tip broke when the surgeon used it to impact and seat the glenosphere onto the baseplate.

Manufacturer narrative:
Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.